Event description:
Status indicator showed "do not use." After powering up device, status indicator showed "ready." No pt involved. This problem was found during a test of the device and caused to the reporter to return the product.